Manufacturer narrative:
Additional narrative: this complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. UDI# (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
View plate has snapped in half. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
Additional narrative: examination of the returned device confirmed the reported breakage. The overall condition of the device indicates multiple usages. The root cause is being attributed to product wear out through normal use and servicing. Based on the investigation determination of device wear from normal use and servicing as the root cause no corrective action is being taken. Monitor through (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.